Event description:
It was reported that the patient could feel the stimulation but it was not in the correct location and they had also had a return of symptoms. This had been happening for about a year and came on ¿kind of sudden.¿ the patient used to feel the stimulation right in the vaginal area, but it had moved back and to the right a bit. The patient waited so long to call because they thought that they would need surgery to correct it. The patient was walked though changing programs and changed from program 4 at 1.2v to program 1. The patient felt it stronger on program 1 and it seemed to be more in the correct area. The patient would evaluate this program. It was noted that the patient used the remote before to increase the stimulation, but now they were thinking maybe they changed programs instead. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3093-33, lot # v779635, implanted: (B)(6) 2012, product type lead; product ID neu_pt m_prog, serial # unknown, product type programmer, patient. (B)(4).